Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) monitor went out while monitoring patients. They replaced the power brick for the monitor, and that resolved the issue for the monitor. However, after rebooting the cns, the cns did not come back online. Therefore, they replaced it with a spare unit, so the downtown was minimal. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) monitor went out while monitoring patients. They replaced the power brick for the monitor, and that resolved the issue for the monitor. However, after rebooting the cns, the cns did not come back online. Therefore, they replaced it with a spare unit, so the downtown was minimal. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: 09/12/2022: emailed customer via microsoft outlook for all items. No reply was received. Attempt #2: 10/03/2022: emailed customer via microsoft outlook for all items. No reply was received. Attempt #3: 10/05/2022: emailed customer via microsoft outlook for all items. The customer responded back with complaint details, but they did not provide the patient information as requested. Concomitant medical products: the following device(s) were being used in conjunction with the cns, but serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Telemetry transmitter(s). Model: zm-521pa. Sn: ni. Telemetry transmitter(s). Model: zm-531pa.sn: ni.

Event description:
The biomedical engineer (bme) reported that the monitor for the central nurse's station (cns) went out while monitoring patients. They replaced the power brick for the monitor, which resolved the issue but, after rebooting the cns, it did not come back online. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the monitor for the central nurse's station (cns) went out while monitoring patients. They replaced the power brick for the monitor, which resolved the issue but, after rebooting the cns, it did not come back online. No patient harm was reported. Investigation summary: the customer reported that the issue of power failure with their monitor was resolved through repair. It is likely that the repair was related to a replacement power supply for the monitor as nk tech support provided the customer with the part number for ordering. The customer also reported that after the monitor was repaired, their cns also failed and was replaced with a spare to continue patient monitoring activities. As the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The cns was installed at the customer's facility in (B)(6) 2014. Based on the age of the device and lack of servicing history for the cns, it is likely that the cns or one of its components failed due to wear and tear. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided. Attempt #1: 09/12/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 10/03/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 10/05/2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded with complaint details, but did not provide the requested information. Additional device information: d10: concomitant medical device: the following devices were being used in conjunction with the cns, but serial number information was noted as no information (ni), as attempts to obtain them were made but not provided. Telemetry transmitters: model: zm-521pa. Sn: ni. Telemetry transmitters: model: zm-531pa. Sn: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.